Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related incident.

Event description:
Patient had hip revision surgery after girdlestone surgery. Femoral head revised with a competitor's acetabular shell and liner.